Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous and calcified mid right coronary artery (rca). Vascular access was obtained through the femoral artery. This 6.0 /15/150 maverick xl balloon catheter was used to dilate the lesion. The balloon ruptured on the second inflation at 4atms. The device was removed from the patient intact. The physician believed the lesion was adequately dilated and the procedure was completed. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)